Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device did not provide an error or alert message to notify the patient of an e4 (occlusion error. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device cannot be returned for legal and customs issues.